Event description:
The pt was revised because of infection, poly wear of the insert was minimal.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to search the complaint database by manufacturing lot was not provided. The investigation could not verify or draw any conclusion about the reported infection; however, infection after approx. 15 years implantation is unlikely to be product related. Polyethylene wear after fifteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.